Manufacturer narrative:
Infusion set manufacturer information, smith medical cleo 90 product was obtained. Complaint has been forwarded to the infusion set manufacturer. Tandem does not manufacture infusion sets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported by the contact that the customer's infusion site became detached while sleeping. The customer's blood glucose level (bg) was impacted and in an attempt to resolve the bg level, the infusion site was replaced. The customer was hospitalized on (B)(6) 2015, treated and was discharged the next day resolving the bg issue. Although requested, the contact could not recall any further information regarding the event. The contact did not provide the infusion set information.